Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 827 mg/dl. The customer had cold and reported that had a bug which led to hospitalization. The customer experienced symptoms such as nausea, vomiting and difficulty breathing. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the buttons on the insulin pump were sticking out due to which the customer over dosed himself and the customer had low blood glucose level. The customer¿s current blood glucose level was 134 mg/dl. The drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.